Manufacturer narrative:
Qn # (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. Visual examination of the returned stapler revealed that the first two staples appeared misaligned. Evidence of use in the form of biological material was present on the device. The trigger was returned partially engaged. The stapler was received with 29 staples remaining in the cover block, indicating that at least 6 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired properly. In order to simulate skin insertion, the stapler was fired into a simulated skin pad. Upon the first attempt at firing the stapler into the skin pad, an unformed staple and a malformed staple fired simultaneously. The staples were inspected after this, and they were again observed to be misaligned. The pusher was tilted downward, and the last staple was observed to be jammed above the pusher. The next 15 staples fired properly. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. Per DHR the product visistat 35r 6/box lot # 73f2300576 was manufactured on 06/19/2023 a total of (B)(4) pieces. Lot was released on 06/30/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A non-conformance was initiated to further evaluate this complaint issue. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The returned stapler revealed that the first two staples were misaligned. Upon functional inspection, the staples were unable to consistently fire properly. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that during use, the stapler jammed. A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".